Manufacturer narrative:
Analysis was normal. No anomalies were found. Further information was requested but not received

Event description:
It was reported that a right ventricular lead was unable to be positioned properly.